Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. No anomaly noted when inserting a test battery and powering up the device. Device was programmed and monitored for one day. No unexpected low battery alarm or unexpected off no power alarm noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No button error alarm noted. No damage noted on the keypad traces. During visual inspection, the keypad connector on the lcd was found locked properly device uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that sometimes the forward buttons did not respond 9 sometimes had to press 3 times. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump was slower and louder to rewind. The insulin pump will not be returned for analysis.